Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads inner coil.. Subsequent analysis revealed the presence of coagulated blood in the inner coil of the lead. These blood residuals were most likely introduced into the lead during the surgery and affected the retraction and deployment function of the fixation helix.. The visual inspection of the helix did not show any fracture. Furthermore, the rv shock coil was found stretched and cuts into the insulation were found 23 cm distal to the is-1 connector pin, these damages most likely resulted from the explantation procedure. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.